Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that she's been getting "vaginal vibration or shocks" and is wondering if it could be related to the device/therapy. The patient mentioned that she is also getting shocks in the lower back, but states "truthfully, that was going on before the implant". Patient service asked the patient if she had any trauma/falls that may be related to the event, and the patient stated that she has had two babies. The patient is to follow up with their healthcare provider (hcp). The patient could not troubleshoot due to lack of access to product. The patient did not have a patient programmer (pp) in order for them and patient services to check therapy. Patient services redirected the patient to the hcp to address reported issues. When asked for the event date, the patient said "for a while". The patient could not give a year and only said that it was "some time after" implant. No further complications were anticipated/reported.